Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) and vitros potassium (k+) results were obtained from a single level of non-vitros thermofisher mas omnicore (mas) lot ocr2608 quality control fluid and a single level of vitros performance verifier (pv) fluid using vitros na+ slide lot 4251-1131-0638 and k+ slide lot 4102-1140-2118 on two different vitros 5600 integrated systems. The event was isolated to two calibration events performed using the same set of cal kit 2, lot 0293 fluids that were improperly reconstituted. The customer used a 2-stop pipette to reconstitute the calibrator fluids. The vitros operator only dispensed from the 1st-stop and not the 2nd-stop, therefore, the incorrect amount of diluent was being added to lyophilate. Acceptable vitros na+ and k+ performance was obtained using calibrator kit 0293 fluids that were properly reconstituted. The investigation found no indication of the vitros 5600 integrated systems or vitros na+ slide lot 4251-1131-0638 or vitros k+ slide lot 4102-1140-2118 contributed to the event, as acceptable performance as obtained using calibrations generated using a properly reconstituted set of calibrators. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4251-1131-0638 or vitros k+ slide lot 4102-1140-2118.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) and vitros potassium (k+) results were obtained from a single level of non-vitros thermofisher mas omnicore (mas) lot ocr2608 quality control fluid and a single level of vitros performance verifier (pv) fluid using vitros na+ slide lot 4251-1131-0638 and k+ slide lot 4102-1140-2118 on two different vitros 5600 integrated systems. J56004705: mas level 1 na+ results of 173.9, 175.3 and 173.2 mmol/l vs. The expected result of 120.7 mol/l vitros pv I lot na+ result of 166.1 mmol/l vs. The expected result of 117.2 mol/l j56004706: mas level 1 na+ results of 173.6 mmol/l vs. The expected result of 120.7 mol/l vitros pv I lot na+ result of 164.3 mmol/l vs. The expected result of 117.2 mol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected samples were non-patient quality control samples, there were no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).